Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states starting off with blood glucose of 362mg/dl and two hours later having it go up to 406mg/dl. The customer was advised to change the set. Nothing else is reported. Nothing is being returned or replaced at this time.